Manufacturer narrative:
Block a: added patient identifier. Block d2: updated common device name and pro code. Block e1: initial reporter's address: the second affiliated hospital of chongqing medical university; reported here as it exceeded the character limit for the designated field. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf impact code f2301 captures the reportable event of additional device required to address the puncture site of a gastroenterostomy. Block h11: an axios stent and electrocautery-enhanced delivery system was received for analysis without the stent, only the delivery system was returned. Therefore, the reported event of stent partially deployed could not be confirmed. The delivery system analysis could not confirm the reported event of stent partially deployed. Visual examination of the device noted that the inner sheath was not returned, it was detached. Stent partially deployed is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. Additionally, the catheter was freely moved through the luer and the slider could be moved to its original position without no resistance. The investigation concluded that the detached inner sheath found during evaluation, was most likely to procedural factors such as excess of force or the manner as the device was handled and manipulated, as well as excessive manipulation of the device without enough care could have induced the defect found. On the other hand, it is unknown if the clinical observation was due to the technique used during the procedure, anatomical conditions or related to device malfunction. Therefore, taking all available information into consideration, the overall root cause of the reported events is known inherent risk of device. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use/product label. The instructions for use states that the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device was intended to be placed to treat a stomach and intestinal cancer during an endoscopic ultrasound-guided gastroenterostomy (eus-ge) procedure and is not indicated for the treatment of stomach or intestinal cancer.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted to the stomach for the treatment of stomach and intestinal cancer during an endoscopic ultrasound-guided gastroenterostomy (eus-ge) procedure performed on (B)(6) 2025. During the procedure, the flange could not be deployed normally, it was partially deployed. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event. The patient was reported to be good. Note: it was reported that the axios stent was intended to be placed to treat a stomach and intestinal cancer during an endoscopic ultrasound-guided gastroenterostomy (eus-ge) procedure. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for the treatment of stomach or intestinal cancer.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf impact code f2301 captures the reportable event of additional device required to address the puncture site of a gastroenterostomy.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted to the stomach for the treatment of stomach and intestinal cancer during an endoscopic ultrasound-guided gastroenterostomy (eus-ge) procedure performed on (B)(6) 2025. During the procedure, the flange could not be deployed normally, it was partially deployed. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event. The patient was reported to be good. Note: it was reported that the axios stent was intended to be placed to treat a stomach and intestinal cancer during an endoscopic ultrasound-guided gastroenterostomy (eus-ge) procedure. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for the treatment of stomach or intestinal cancer.

Manufacturer narrative:
Block d2: updated common device name and pro code. Block e1: initial reporter's address: the second affiliated hospital of (B)(6); reported here as it exceeded the character limit for the designated field. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf impact code f2301 captures the reportable event of additional device required to address the puncture site of a gastroenterostomy. Block h11: an axios stent and electrocautery-enhanced delivery system was received for analysis without the stent, only the delivery system was returned. Therefore, the reported event of stent partially deployed could not be confirmed. The delivery system analysis could not confirm the reported event of stent partially deployed. Visual examination of the device noted that the inner sheath was not returned, it was detached. Stent partially deployed is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. Additionally, the catheter was freely moved through the luer and the slider could be moved to its original position without no resistance. The investigation concluded that the detached inner sheath found during evaluation, was most likely to procedural factors such as excess of force or the manner as the device was handled and manipulated, as well as excessive manipulation of the device without enough care could have induced the defect found. On the other hand, it is unknown if the clinical observation was due to the technique used during the procedure, anatomical conditions or related to device malfunction. Therefore, taking all available information into consideration, the overall root cause of the reported events is known inherent risk of device. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use/product label. The instructions for use states that the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device was intended to be placed to treat a stomach and intestinal cancer during an endoscopic ultrasound-guided gastroenterostomy (eus-ge) procedure and is not indicated for the treatment of stomach or intestinal cancer.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted to the stomach for the treatment of stomach and intestinal cancer during an endoscopic ultrasound-guided gastroenterostomy (eus-ge) procedure performed on (B)(6) 2025. During the procedure, the flange could not be deployed normally, it was partially deployed. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event. The patient was reported to be good. Note: it was reported that the axios stent was intended to be placed to treat a stomach and intestinal cancer during an endoscopic ultrasound-guided gastroenterostomy (eus-ge) procedure. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for the treatment of stomach or intestinal cancer.